Event description:
While doing a cardiac output, water was noted to be coming from the catheter. Investigation found the tubing from the blue port disconnected. Inspection of catheter performed. Blue tubing (prox injectate) appears to never have been secured into catheter. MFR notified of discrepancy and device returned. The unit was carefully examined in co's quality assurance laboratory, and testing verified that the proximal infusion extension tube was detached from the backform. Further exam found that the extension tube was not placed deep enough into the mold to be bonded during the backform process.